Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourth firing during a laparoscopic assisted distal gastrectomy with side-to-side anastomosis of stomach and duodenum, the surgeon thought that the firing was completed and returned the knife, and suddenly pressed the release button to open the jaws and found that the device only fired about 1 cm from the proximal end of the cartridge. Additional tissue resection was required due to the issue.